Event description:
In an a fib case for ep, carto system generator unable to connect appropriately to give impedance numbers or connect to deliver energy, requiring generator restart x4. Then had to restart entire carto system, took over 20 min to try to troubleshoot while transseptal and catheters in the left side of the heart.